Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 13 staples left in the cartridge, indicating that the customer fired at least 22 staples. For functional testing the stapler was fired into the air. The first staple fully formed and released properly. The stapler was then fired into a skin pad to simulate insertion into the skin. All remaining staples were able to be fired into the skin pad. When firing it was observed that there was excessive resistance in the trigger when engaging. The stapler was then inspected further, and flash was discovered on the back end of the trigger resulting in the excessive force. Per DHR the product visistat 35r 6/box lot # 73d2400446 was manufactured on 04/09/2024 a total of (B)(4). Lot was released on 04/19/2024. DHR investigation did not show issues related to complaint. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Upon functional testing, the first staple fully formed and released properly. The stapler was then fired into a skin pad to simulate insertion into the skin. All remaining staples were able to be fired into the skin pad. When firing it was observed that there was excessive resistance in the trigger when engaging. The stapler was then inspected further, and flash was discovered on the back end of the trigger resulting in the excessive force. The manufacturing site was contacted, and it was determined that the probable root cause of the flash was the supplier. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".